Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella for mechanical circulatory support. The complainant reported that during an attempt to place the impella, the device cannula could not be advanced due to a kinked catheter. It was reported that the process of impella implantation was aborted, and the procedural outcome was the patient survived.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the delivery issues was determined to be the confirmed catheter kinks as a result of improper technique. This report is being filed as part of a retrospective review of historical records.